Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a performa meter, compared to a professional meter, within 15 minutes: 120 mg/dl (performa) and hi mg/dl (hospital meter). The customer was admitted into the hospital for hyperglycemia, with a high level of acetone and acidity in the blood. The hospital treated the customer with insulin and an unknown intravenous solution. The customer was discharged from the hospital on (B)(6) 2022.